Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer reset the pump with assistance from technical support, and there was no recurrence of the malfunction code. Customer was advised to call back if the issue recurred and confirmed understanding of the instructions.